Manufacturer narrative:
This report is filed on april 27, 2018.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site; subsequently, the device was explanted on (B)(6) 2018.